Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. The lot number for the device used was identified and met all qa specifications when it was released, including adequate sterilization. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case.

Event description:
The doctor scheduled and performed an uneventful minerva procedure in a patient suffering from aub and the patient was discharged the same day. The patient was admitted to the hospital, diagnosed with endometritis, and underwent treatment with antibiotics and IV fluids. No additional surgical interventions were required. The patient recovered fully and was discharged.